Event description:
Hillrom received a report from a hillrom technician stating the bed would send nursecall signal on bed exit alarm, but turns it off right after. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the comm cable needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the comm cable to resolve the reported event. Based on this information, no further action is required.